Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the electromagnetic interference issue with the ipg was due to the electrocautery with emi observed on both the ra and rv channel. It was also noted that the patient presented to the emergency room for syncope the next day following the bilateral mastectomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately five months post implantable pulse generator (ipg) system implant the right atrial (ra) lead and right ventricular (rv) lead appear to be oversensing. Following this the patient had a double mastectomy with possible use of electrocautery during which the patient had a syncopal episode. The ipg system remains in use. No further patient complications have been reported as a result of this event.